Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the transplant coordinator that the patient experienced multiple red heart alarms. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.